Event description:
It was reported by a philips representative that a lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function; lead was implanted (B)(6) 2009. The procedure began using a 16f glidelight laser sheath and a teflon sheath. When the glidelight was being withdrawn from the patient after the lead was extracted, a drop in blood pressure was identified. An effusion was identified using a trans-esophageal echocardiograph (tee). Rescue efforts commenced immediately, including chest compressions and sternotomy. A 3-4cm tear was identified in the superior vena cava (svc) to right atrial (ra) junction. The repair was successfully performed using bypass, a patch and sutures. The patient survived the procedure.